Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. The device has not been returned to the manufacturer.

Event description:
It was reported that the downstream occlusion(dso) sensor of the device was damaged. The event occurred during routine preventive maintenance inspection.

Manufacturer narrative:
Received one device. Customer complaint of ¿downstream occlusion sensor (dso) was damaged¿ unable to confirm through visual inspection and occlusion test. Dso sensor readings are normal, and psi reading falls within the lower and upper spec limit of 9 to 27 (18 pounds per square inch ( psi). Dso sensor functions as intended. Performed performance verification tests (pvt), unit passed all testing criteria. Software updated. Unit reset to standard configuration. Upon further investigation, dso seal is delaminated from the bubble forming in the center. Replaced dso seal. Upstream occlusion sensor (uso) seal is worn/dented. Replaced uso seal. Battery door latch has chipped/broken plastic. Replaced battery door. Performed dso/uso sensor calibration. Performed pvt, unit passed all testing criteria. Software updated. Unit reset to standard configuration. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.